Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4)

Event description:
It was reported that there was one out of range impedance values. Electrode 2 was showing greater than 10,000 ohms. The cause of the impedance issue was not determined. No lead fractures were noted. No troubleshooting, intervention or other actions taken to resolve the event. The patient had great pain coverage and the therapy was effective.